Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the patient was not happy with its placement. The patient opted to have his ipp device removed and have a semi-rigid penile prosthesis device implanted. The surgeon felt that when the device was originally implanted it was positioned improperly resulting in the patient having a hard time inflating and deflating the pump. Upon explant, the physician felt that the original device was undersized by about 1-2 cm's and he felt that the pump was not in an ideal location in the scrotum. The pump appeared to be too high up in the scrotum. He also felt the reservoir was too close to the bladder. The physician feels the patient's difficulty operating the pump was the result of the pump being too high in the scrotum along with the patient having poor manual dexterity. The ipp device was explanted and a new spectra penile prosthesis (spp) device was implanted. The patient's status was good following the surgery.

Manufacturer narrative:
D4: model number: 720185-01. Lot number: 0156685018. Model description: reservoir flat iz 100 ml. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: upon return at our post market quality assurance laboratory, the complaint device was visually inspected and functionally tested. Both cylinders had wear at the fold in the cylinder body; cylinder 1 with wear in the rear tip and cylinder 2 with tearing/avulsion of outer tubing in the proximal cylinder body attributed to wear against the input tube sleeve where a leak was found. The momentary squeeze (ms) pump was inspected and no leaks were identified. The pump was functionally tested and did not pass deflation and activation testing. Product analysis was unable to confirm the reported observations related to pump malposition and cylinder length issues. Product analysis concluded the identified fluid leak in cylinder 2 which attributed to wear against the input tube sleeve and the pump not passing deflation/activation testing were the most probably cause of the reported event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the events of improper cylinder/rte size selected - uneven (device normal) and migration/malposition of component were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: incorrect size cylinder and migration/malposition of component are listed as a potential adverse event in the physicians manual. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint.

Manufacturer narrative:
Model number: 720185-01, lot number: 0156685018, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the patient was not happy with its placement. The patient opted to have his ipp device removed and have a semi-rigid penile prosthesis device implanted. The surgeon felt that when the device was originally implanted it was positioned improperly resulting in the patient having a hard time inflating and deflating the pump. Upon explant, the physician felt that the original device was undersized by about 1-2 cm's and he felt that the pump was not in an ideal location in the scrotum. The pump appeared to be too high up in the scrotum. He also felt the reservoir was too close to the bladder. The physician feels the patient's difficulty operating the pump was the result of the pump being too high in the scrotum along with the patient having poor manual dexterity. The ipp device was explanted and a new spectra penile prosthesis (spp) device was implanted. The patient's status was good following the surgery.